Event description:
It was reported that this right atrial (ra) lead dislodged a few days post implant procedure. Subsequently, the lead was explanted and replaced. No additional adverse patient effects were reported. A good faith effort will be submitted for device return.